Event description:
The customer reported that while testing a newly rec'd m4746a external paddle set, the paddle set discharge button failed.

Manufacturer narrative:
(B)(4). The local philips rep confirmed the failure and confirmed that the issue was resolved by replacing the paddle set. We will consider this to have been a malfunction of the paddle set.